Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. H6: problem code 2907 captures the reportable event of fiber tip detached. H10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2019 that a lighttrail single use 270um laser fiber was used for a flexible ureterscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during the procedure, the fiber tip broke off after twenty minutes of use. Reportedly, fiber fragments fell inside the patient and it was not indicated how the fragments were retreived. The procedure was completed with the same laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. The device has not been received fro analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 13, 2019 that a lighttrail single use 270m laser fiber was used for an unknown procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the tip broke off the fiber. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.